Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected error due to j6 connector resistance issue. Insulin pump received with cracked select button keypad overlay and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected error. The customer¿s blood glucose value was 10.9 mmol/l at the time of incident. Customer stated that they were able to clear the alarm and able to complete rewind. Customer also reported that notification light did not immediately stop flashing. Insulin pump will be returned for analysis.